Event description:
Filter dome tilted downward. Unsheathed dome 1st & tilted downward. Pulled sheath & filter down in ivc close to bifurcation. Still inverted (left groin-left femoral). Used snare through right side-pulled system up & forward (dome) feet lower than wanted. Pushed w/sheath up in ivc into wall of vena cava. Used snare again-pulled dome up again in ivc & unsheathed feet & deployed in targeted area.